Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have an insulation damage on conductor wire. There was no missing material and the conductor wires were exposed. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Annex g was updated to reflect failure analysis findings.